Manufacturer narrative:
The technician found the stretcher had a broken latch plate. The technician replaced the side rail latch plate to resolve the issue.

Event description:
The account alleged the side rail is not latching. No pt impact.